Event description:
It was reported that during a follow up in clinic, high defibrillation impedance was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.